Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr performed troubleshooting with a known good circuit and test lung. The fsr reported the exhaled tidal volumes were within specifications. An investigation was performed and the reported event could not be confirmed or duplicated. The fsr performed the operational verification procedure and reported the device meets manufacturer specifications.

Event description:
The customer reported while using the vela ventilator; the unit was not delivering volumes when it was just placed on the patient. The customer reported there is no patient consequence associated with the event.